Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of a leadless implantable pulse generator (ipg) there was a rise in thresholds. The physician opted to attempt a second ipg implant. During the second implant there was placement difficulty, pacing problems and dislodgement due to a clot on the tether after the tether was cut. The first ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of a leadless implantable pulse generator (ipg) there was a rise in thresholds. The physician opted to attempt a second ipg implant. During the second implant there was placement difficulty, pacing problems and dislodgement due to a clot on the tether after the tether was cut. The first ipg remains in use. No patient complications have been reported as a result of this event.